Manufacturer narrative:
(B)(4) additional suspect medical device components involved in the event: model #: sc-2317-50 serial #: (B)(4) description: infiniontm cx 50 cm lead model #: sc-4318 lot #: 18544406 description: clik x anchor the explanted devices were not returned to bsn.

Event description:
A report was received that the patient had a pocket infection. The wound site was red and draining. The stitch had popped and the pocket was exposed. The physician believed that the ipg incision site was not healing properly. The patient was prescribed antibiotics. The patient underwent a procedure wherein the pocket site was cleaned out, a slight opening was stitched, and the entire system was explanted. No device malfunction was suspected.